Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate therapy. The ICD recorded episodes of svt. The device was programmed to 3 zones and svt discriminators programmed to nominal. Review of the vt/vf episodes showed atp therapy being successful however another episode deemed the therapy to be inappropriate. The svt detect criteria was reprogrammed and the device remains implanted.

Event description:
New information received states the patient received inappropriate therapy due to svt being misdiagnosed as vf. Programming changes were made. The patient condition is fine.